Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the displacement test and self test. Device was returned for pump error 54 and 53. Format history file analysis confirmed pump error 54 and 53 due to software error. Device received with cracked retainer and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose value was 298 mg/dl at the time of the incident. Her current blood glucose level was 408 mg/dl. The customer reported that she had high blood glucose levels since morning and her other blood glucose levels were 376 mg/dl, 200 mg/dl, and 190 mg/dl. The customer was assisted in troubleshooting for high blood glucose. The customer was treated with insulin pump and manual injections for her high blood glucose level. The customer also reported that there was a tiny crack on tubing 4-5 inches from where the reservoir goes in and a leak was observed. The customer was not alleging that the insulin pump was under delivering. She also stated that she received software error and hal software error on her insulin pump; however she was able to clear the alarms and able to rewind the insulin pump successfully. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.